Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a bioarc sp system on (B)(6) 2006 to treat her stress urinary incontinence. It was alleged that after the plaintiff was discharged she complained of vaginal pressure and pain, inability to use tampons, dyspareunia, suffering, and debilitating injuries. It was also alleged the plaintiff experienced pain when walking, could not stand erect for long periods of time due to pain. The plaintiff underwent revisionary surgeries.